Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/1/2020. H.6. Investigation: customer returned one (1) loose 29gx12.7mm, 1ml bd insulin syringe. Consumer reported a stopper was separated from the plunger rod. The returned syringe was examined, and it was observed that the plunger rod was properly attached to the stopper. This syringe was tested for plunger rod movement: the plunger rod was exercised within the barrel, was able to move properly, and did not exhibit stopper separation. Since no defects were observed the alleged issue could not be confirmed. Due to batch being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that syringe 1.0ml 29ga 1/2in 7bag 420cas jp stopper separated from the plunger rod. The following information was provided by the initial reporter: a stopper was separated from the plunger rod. It was repaired and is thus non reproducible.

Manufacturer narrative:
Medical device expiration date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown FDA device problem code: 1354 FDA patient problem code: 2199

Event description:
It was reported that syringe 1.0ml 29ga 1/2in 7bag 420cas jp stopper separated from the plunger rod. The following information was provided by the initial reporter: a stopper was separated from the plunger rod. It was repaired and is thus non reproducible.